Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be patient movement because left groin was noted to have a small hematoma after taken to the cath lab recovery. Added h6 impact code 4643.

Event description:
Us complainant reported the patient was on impella cp support. While on support, the left groin was noted to have a small hematoma around the impella insertion site. Staff held manual pressure for around 20 minutes and the hematoma resolved. Upon reassessment, another small hematoma was noted so staff once again held pressure until hematoma was resolved. Staff again assessed groin and noted there was a hematoma forming in addition to notable swelling of the scrotum. Cangrelor infusion was discontinued and staff continued to hold pressure over impella sheath in intensive care unit. Additionally, the patient was given two units of packed red blood cells. Impella was explanted. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿